Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 6 units. Reportedly, the cartridge was filled with 300 units of cold insulin. Reportedly, the customer reloaded the cartridge with approximately 169 units of insulin, and a minimum fill notification occurred. Blood glucose level was approximately 150 mg/dl. Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate.